Event description:
Synthes (B)(4) reported an event in (B)(6) as follows: it was reported that during a surgical procedure to treat a humeral proximal end bone fracture, the guide wire broke when the surgeon inserted it into the cannulated screw. The broken wire fragment remains in the patient¿s bone. The surgery was extended for 10 minutes due to the reported event. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Patient information was not provided by reporter. Device is an instrument and is not implanted/explanted. Device is not distributed in the united states, but is similar to device marketed in the USA. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.